Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and battery out limit when the batteries were fresh. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for battery and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer indicated that they would not return the device. No further information was given.